Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer performed a routine system check and a high sensitivity system prior to doing any cleaning or part replacement. Both tests passed within instrument specifications. The fse subsequently replaced the precision pump rotor and stator for reagent pipettor number two, cleaned the sample probe, substrate probe and reagent pipettor number two wash tower. The fse primed the system and performed another routine system check which again passed within instrument specifications. Upon completion of the necessary and confirmed repairs the instrument was returned back into operation. A definitive root cause has not been determined to date for this event. Associated mdrs: 2122870-2012-00876, 2122870-2012-00879, 2122870-2012-00880, 2122870-2012-00881.

Event description:
The customer reported that on (B)(6) 2012 erroneous alpha-fetoprotein (afp), diluted human chorionic gonadotropin (dil-hcg), inhibin a and unconjugated estriol (ue3) results were generated on a unicel dxl 600 access immunoassay system for approximately thirty eight patients. This report represents the erroneous afp results generated on an unicel dxl 600 access immunoassay system on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of fifteen patients' erroneous results which upon repeat on the same instrument, were higher, outside of the assay's stated precision claims or in a different diagnostic category. The customer supplied data for other patients and other assays; however these results were determined not to be erroneous or imprecise and are not included in this report. The erroneous afp results were released from the laboratory and the affects, if any, to the patients is unknown at this time. The samples were collected at an offsite facility and hence there was no information available regarding sample collection or handling. The samples were serum samples. There were no known issues with sample integrity. Assay quality control results generated during the timeframe of the event were within customer's established specifications. Beckman coulter inc. Assessment of customer supplied data indicated that the assay's calibration results were accepted as passing and had acceptable percent coefficients of variation. There were no errors posted to the event log in conjunction with the erroneous results. The customer did not provide specific patient demographic information.